Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: during investigation, a review of the pump history showed that daily insulin delivery totals appeared inconsistent due to a time/date issue. There was no data in the black box or download histories from time of reported low bgs due to continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue was not able to be confirmed or duplicated due to the information relating to the complaint has been overwritten.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: sometime in the last week she had a low blood glucose (bg) of 34 mg/dl and felt mildly weak at that time. The patient is is unsure of what caused the low, but reports that this type of low is not unusual for her. She drank juice and bg was 93 mg/dl with in a few minutes. There is no indication of pump malfunction. Customer support (cs) advised her to consult with her health care provider regarding low bg. Although there is no indication of pump malfunction, defect, or misuse, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.